Event description:
Litigation alleges that the patient suffers from severe injuries. Update: (B)(6) 2012- claim and partial medical records received, pain, fluid, and metallic debris are alleged. The part/lot information was also provided and updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from severe injuries. **update** (B)(6) 2012- claim and partial medical records received, pain. Fluid, and metallic debris are alleged. The part/lot information was also provided and updated. **update** (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.